Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Event description:
It was reported a fracture of the upper part of the implant at tooth site 36 observed at the end of the clinical procedure. Implant was removed. The process was not completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, the implant has signs of use. The implant had bone debris on external threads. The implants collar was fractured. Also fractured screw identified inside implant. The customer confirmed that the screw fractured during removal process. The screw was recorded as a concomitant. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.